Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported a ventilator with an alarm led failure. This event was resolved in-house by the customer. There was no patient involvement or harm. The customer reported that the replacement of the power switch overlay resolved the reported event. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.